Event description:
It was reported that when using the bd pyxis¿ medbank tower, the key item was not prompting key combo, novolog 100 mg pen cubie failed to open with the fridge key under non control access. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key item was not prompting key combo. A technical support specialist noticed the item was not set as a key item under settings and made the required changes to resolve. The system functioned as intended after the technical support specialist troubleshoot the device.